Event description:
Information was received indicating that a smiths medical cadd solis vip pump failed "cassette not attached". There was no patient involvement.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the reported complaint was not able to be duplicated. The pump passed all tests and all measurements were within specification. There was no fault found with the device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.